Event description:
Pt reported a painful "click" and snap in their shoulder following arthroscopic rotator cuff repair. Upon arthroscopic visualization surgeon found one wing of the mitek cufftack anchor encapsulated in bursal tissue. A portion of the wing implanted into the pt's glenoid and the cuff repair failed. Surgeon removed the internal cylinder of both anchors and floating portions as well. As surgical intervention occurred an MDR is being filed to document this event. See also MDR 1221934-2002-00090.